Manufacturer narrative:
An internal investigation was performed for a food industry misidentification of bacillus fortis as staphylococcus aureus in association with the vitek® ms instrument. The support team analyzed the data provided from the tests performed. Vitek ms result : single choice to staphylococcus aureus (lab ID = 381033194r2_1), no identification results after retest (twice) other identification methods : -customer performed a wet mount and gram stain and noticed it was really bacillus - it confirm the vitek ms misid because s. Aureus is a cocci. -vitek 2 bcl card = bacillus fortis expected identification : bacillus fortis (based on vitek 2 results and gram staining) *conclusion on the system the system was operational during the tests the spot preparation quality was good during the test made on 25 aug 2018. The "all peaks number" from the calibrator strain is quite homogeneous - it can be extrapolated to the sample spot preparation. *conclusion on the identification: based on vitek 2 results and gram staining, the expected identification is bacillus fortis. This species is not present in the vitek ms v3.1 knowledge base industry use. This could explain why the system provided "no identification" for 2 tests out of the 3 performed. As it is not possible to organize a return of the strain, it will be not possible for us to confirm the expected identification. *suspected cause of the issue : => system limitation because the species is not in the vitek ms kb v3.1 industry. The vitek ms v3.1 knowledge base industry use ref. 161150-564 - a contains the following limitation that can explain your result: "testing of species not found in the database may result in an unidentified result or a misidentification." Note: bacillus fortis has been added to next vitek ms kb v3.2.

Event description:
On (B)(6) 2018, a food industry customer in the united states reported a misidentification on (B)(6) 2018 of bacillus fortis as staphylococcus aureus in association with the vitek® ms instrument. The customer stated the initial test result was staphylococcus aureus (90%), and the two repeat results were no identification. The customer then performed a wet mount and gram stain and noticed it was really bacillus so they ran a vitek 2 bcl (bacillus) card and obtained an identification of bacillus fortis. There was no patient involvement as the event pertained to industry testing. A biomérieux intermediate investigation was performed and determined the suspected cause of the issue was a system limitation, as the species is not in the vitek ms kb v3.1 industry. The strain was requested from the customer for confirmation of the identification and system limitation. A biomérieux internal investigation will be initiated.